Manufacturer narrative:
Insulin pump received with blank display due to corroded battery cap contact. Insulin pump was tested with a good battery cap. Also received normal operating currents. No blank display during testing. All buttons functioning properly. No damage in the keypad assembly noted. No damage found on the lcd isolation tape noted. Unit received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4)

Event description:
It was reported that the insulin pump did not power on after inserting eight different batteries. The insulin pump kept alarming battery out limit. The buttons on the insulin pump were unresponsive. The customer was unable to clear the battery out limit alarm. The display returned after troubleshooting. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.